Manufacturer narrative:
H10: the actual device was not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and an incomplete weld between the sheeting and molded cassette, located at the corner of the cassette, was observed. The damaged cassette would cause a reload the set alarm on the peritoneal dialysis cycler, which verified the report of an alarm condition. Additionally, the reported condition of damaged cassette was verified. The cause of the condition was determined to be a manufacturing related issue that occurred during the sonic welding process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was damaged (sheeting separated from cassette body) resulting in an unspecified alarm. The event was further described as ¿degummed at the position of cassette¿. This was observed during use of the device for peritoneal dialysis therapy on a cycler, before connecting the patient. A new cassette was used to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.